Event description:
It was reported that the patient had been ¿at their office¿ on the day prior to this report and when she turned on her stimulation, it shocked her. It was stated that the patient had fallen in (B)(6) of 2012, after which ¿it¿ stopped working. It was stated that after the fall the patient had tried to turn her stimulation on and it shocked her.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-9, lot# n295983, implanted: (B)(6) 2011, product type: accessory. Product ID: 8590-9, lot# n296982, implanted: (B)(6) 2011, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).